Event description:
A physician reported a pregnancy occurred subsequent to a laparoscopic tubal clip sterilization. No equipment or other problems were noted when the procedure took place. The pt has had a normal pregnancy and reportedly will continue it to full term. The fallopian clip applicator was found to be out of calibration and damaged.